Event description:
The customer received a blood glucose reading of hi on her contour meter, was retested on the hospital meter and received a reading of 132 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.